Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family member of the patient reported that the patient lost consciousness on (B)(6) 2016 and are having an MRI as a result. It was stated that the patient could never get the implant to charge due to the patient's body or device position so they decided to have a replacement. Follow up information received from the healthcare provider (hcp) on jan-09 reported that the loss of consciousness has not been resolved, and they are still investigating with the etiology unclear at the time. To resolve the issue evaluation in the "ed" was done, but the cause was not determined, even after a CT head scan, labs, and "ed" evaluation. The patient's indication for implant is movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.